Event description:
It was reported that during an unspecified procedure, tip of the device was burned and peeling during use. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the probe tip and the teflon pad burned. The teflon pad was peeling (detached). The device was sent to the original equipment manufacturer (OEM) for further investigation.